Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 237 mg/dl. The customer had delivered a bolus to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis (dka), chest paint and vomiting. The customer was treated with intravenous fluids and insulin. The customer was discharged the next day and the reported issues were resolved. The customer did not know what caused the dka; there was no device issue reported.